Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device was distorted and intermitted during the incoming inspection for the repair at olympus india. Olympus india checked the subject device and found the video connector socket failure of the subject device which might have caused the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-08635 which was submitted on november 6, 2020. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.